Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2106, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. She didn't experience problems right away. She now has many ailments caused by this essure. Some but not all of her symptoms include: heavy irregular periods, chronic fatigue, hair loss, weight gain, anxiety, panic attacks, heart palpitations, chronic abdominal pain, vertigo and migraines. Her surgery to have essure and fallopian tubes removed is scheduled for (B)(6) 2015. The product technical complaint investigation results which ptc number is (B)(4) was received on 18-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Her surgery to have essure and fallopian tubes removed had been scheduled. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, the consumer had been experiencing abdominal pain and other non-serious events. Considering event's nature and applied temporal relationship, causality with essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.